Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1. 170 mg/dl and 70 mg/dl - within 1-2 minutes 2. 200 mg/dl and 80 mg/dl - within 1-2 minutes 3. 140 mg/dl and 70 mg/dl - within 1-2 minutes sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.